Event description:
The customer reported that while the unit was in use on a pt, the unit generated an "electrical code #57" after "powering up"; the unit had been turned off during bypass surgery. The pt was switched to another unit and therapy was continued. No pt injury was reported.